Event description:
It was reported by service report that the foot end lift was stuck at mid height. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.